Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during transport to CT for a patient with a levophed infusion on channel d, channels a and d displayed a "channel disconnect" message. The patient's blood pressure briefly dropped to a map (mean arterial pressure) of 60 while the nurse was reprogramming pump, but the map recovered to 68 when the infusion was reprogrammed, and there was no medical intervention reported. Channel a had ns infusing for an access, which also had to be reprogrammed.